Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the helix was disengaged from the helical channel. It was noted that there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant, the lead helix failed to extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.